Manufacturer narrative:
Further analysis was performed when the radiofrequency (rf) head was returned to a different service depot for repair. It was confirmed that the rf head was not able to interrogate a device with a known good programmer. The rf head also failed uplink testing. As a result the cable was replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis did not confirm the reported event. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head intermittently cannot read pacemaker data. The rf head was returned to the manufacturer for servicing. There was no patient involvement.